Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized with high blood glucose and diabetic ketoacidosis. The customer explained that she was on steroids for shingles. She removed the insulin pump for about a day and a half and was not getting any insulin. She went to the doctor's office for shingles and lost consciousness. She was then taken to the ER and admitted to the ICU. Blood glucose at the time of admission was 1500 mg/dl. The customer was treated with insulin and fluids. She was hospitalized for 2 days. Troubleshooting was not performed. The insulin pump will not be returned for analysis.